Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w connector defective the patient, a child, was admitted to our department due to rapid puberty. On (B)(6) 2025, the nurse used a disposable intravenous cannula to draw blood from the patient according to the doctor's instructions. The nurse followed the routine procedure and, after successfully puncturing the vein, connected the prn. However, she found that the cannula connector was deformed and the prn could not be connected, causing blood to leak out. After the incident, the nurse removed the needle to stop the bleeding and replaced the cannula.